Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2504x pta dilatation catheter experienced a material rupture. This report was received from a single source. The alleged material rupture involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.